Event description:
It was reported the scale was inaccurate due to the scale not being zeroed properly. Once properly zeroed, the scale regained proper function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the scale was inaccurate due to the scale not being zeroed properly. Once properly zeroed, the scale regained proper function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.